Event description:
The hospital reported that during the endoscope vein harvesting procedure, the hemopro would not deliver energy. Staff used a replacement device to complete the procedure successfully. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.